Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified a flat crease, yellow and brown particles, and a sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening assessed as an unidentified tear opening a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.